Event description:
A customer reported that before cataract surgery with intraocular lens implantation, the caster wheels of an ophthalmic microscope were broken and the handle brake was not working on one handle. The surgery was completed on the same day using the same microscope.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Correction information was provided in section h.6. The company representative was able to replicate the reported issue. To address the ¿caster issue¿ the caster wheel was replaced. To address the ¿conforming handle brake issue,¿ the handle assembly was replaced. However, as to how or when they became broken remains inconclusive. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). The root cause of the reported (broken caster wheel) event is attributed to broken casters. However, as to how or when they became broken remains inconclusive. The root cause of the reported event (non-conforming handle brake) is attributed to worn out handle brake. However, as to how or when they became worn-out remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodical monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).